Event description:
It was reported that "the handle broke loose and rotated freely while inside the pt". No pt injury was reported and the procedure was not altered or extended.

Manufacturer narrative:
The actual device was discarded at the hosp. No lot code was provided for device. Without the device, we are unable to investigate the reported complaint. We are considering this complaint closed.